Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up the right ventricle leads pacing threshold had increased. It was confirmed through CT scan, echocardiogram and x-ray that perforation of the apex had occurred. This lead has been explanted and a temporary device was said to be in use while consideration of a new device is made. This lead was not indicated to be returning for analysis. There were no further adverse patient effects. This concludes this case given no further information has been received. Should updated information be received a follow up report will be submitted.